Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09183. Related manufacturer reference number: 2017865-2020-09184. It was reported that the patient presented with a pocket infection during procedure. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and left ventricular (lv) lead were explanted. The patient remained in stable condition.